Event description:
The rep is reporting that during an acl reconstruction the distal portion of a se electrode broke off into the patient. All was retrieved and the case was concluded successfully without further incident or harm to the patient.